Manufacturer narrative:
(B)(4). Information was not provided by the contact. Batch # k92f7x. The handpiece was received with the 4-40 stud broken. In addition, the handpiece was received with the nose cone cracked and coating material of the housing was flaking off. The loose particles on the surface are aluminum oxide from the base material. No functional testing could be performed due to the 4-40 stud was broken and no instrument could be attached to the handpiece. The instrument was disassembled to inspect the internal components and the moisture indicator was positive. In addition, degradation of the hand activation wire outer jacket was observed. Due to the cracked nose cone, moisture entered the hand piece mid housing. A possible cause of the nose cone being cracked is the sterilization method due to the heating and cooling of the sterilization cycles is a stressor. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that before an unknown procedure the threaded stud broke off. Another device like device was used to complete the case. No patient consequences.